Manufacturer narrative:
Bd bactec plus anaerobic/f medium is used in a qualitative procedure for the anaerobic culture and recovery of microorganisms (bacteria and yeast) from blood. The principal use of this medium is with the bd bactec fluorescent series instruments. Bd quality has completed the investigation for the customer complaint of a broken bactec plus anaerobic/f medium bottle. Bd was unable to reproduce customer's experience with the bactec product. Satisfactory results were obtained from retention samples when visually inspected for any broken or cracked vials. Batch history record review did not identify any evidence for which the customer submitted the complaint. The reported defect of broken bottles remains within historical trending data. An assessment was performed by the engineering department which determined that the filling and labeling equipment did not report any breakdowns during the manufacturing process of the affected batch. Bottles are visually inspected on the conveyor prior label placement, and moving parts that may come in contact with the bottle are made out of plastic. In addition, preventive maintenance was completed on time and on schedule. A customer letter, which outlines proper handling and transport guidelines for bactec bottles, has been provided to the customer. A cross functional team continually monitors all product complaints for trends. Device not returned to manufacturer.

Event description:
Customer reported that a bactec plus anaerobic/f medium bottle containing blood was broken when the technician was removing the bottle from the bactec fx instrument. The technician was cut on the forefinger of the right hand by the broken glass bottle and exposed to the patient sample. The technician treated the wound with iodine only. The patient was tested and was (B)(6). The customer reported 3 weeks after the incident that the technician was not showing any signs of infection.